Event description:
A report was received that a patient's precision system was explanted due to pocket site infection. The physician believes the infection is from the patient being diabetic. The physician took cultures which came back negative. The patient was prescribed augmentin and is reportedly doing well.